Manufacturer narrative:
Duplicate incident, this event was already reported thru incident 23030033, please void the report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient has pain, and has been revised from the cocr neck to the ti neck. Patient stated had fretting, but her cocr levels were not too elevated based on what the doctor told. Products not revised: dspcgb48 product ID: dynasty pc shell lot# 1417042 qty: 1. Dlxpgb28 product ID: dynasty poly liner lot# 1567743 qty: 1. Pls0r413 product ID: profemur renaissance stem lot# 1550698 qty: 1.